Manufacturer narrative:
Unit alarmed no motor movement, or negligible movement. Retries to free a stuck motor failed. During motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to no motor movement or negligible movement. Retries to free a stuck motor failed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Self test was ok. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.